Event description:
Coiling treatment of a prior ruptured vertebral pica aneurysm (size = 4 cm). It was reported this was a very difficult access case which required multiple device (catheter/guidewire) combinations and approximately 3 hours to gain access to the aneurysm. The coil was delivered through the microcatheter (bsc, sl-10) and some friction was noted while advancing it into the aneurysm. The coil was retrieved/re- positioned and it was reported to have detached partially inside the catheter and aneurysm. The physician attempted to push the rest of the coil into the aneurysm and to retrieve the coil with an alligator snare without success. In the end, it was reported that part of the coil was in the artery. The pt prognosis is reported as poor.

Manufacturer narrative:
The device involved in this event was reported to have been discarded by the hosp.